Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was not provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3 IFU was reviewed, along with the procedural training manual and the patient screening manual. Severe adverse events listed in the IFU include; 'cardiovascular injury including perforation or dissection of vessels' and 'pericardial effusion/cardiac tamponade'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty or inability to cross native annulus and/or bioprosthesis was unable to be confirmed as applicable procedural imagery was not provided for evaluation. However, no manufacturing nonconformance was identified during the evaluation. A review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials also revealed no deficiencies. As reported, during the transfemoral tavr procedure for a 26mm sapien 3 valve, despite bav was executed, the delivery system had trouble in crossing native annulus. After maneuvered, the delivery system managed to cross the annulus and the valve was implanted with -3cc. Post-implantation, sov was ruptured and a bentall procedure was executed. Additional information received indicates that it is possible that the delivery system may have caused the injury to the tissue upon crossing and the valve implantation led to rupture. In this case, the patient had a horizontal aorta. Per the training manual, 'horizontal aorta' is one of the potential factors that can lead to native annulus crossing difficulty. As such, available information suggests that patient factors (tortuosity) may have contributed to the crossing difficulty and the subsequent device manipulation may have caused the cardiac tissue injury. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
In this case, during the transfemoral tavr procedure for a 26mm sapien 3 valve, there was difficulty crossing the native annulus. The valve was successfully implanted, however there was a rupture of the sov. Post valve deployment, the patient developed a pericardial effusion, and a thoracotomy was performed with explantation of the 26mm sapien valve. The delivery system could not be dissociated from the injury therefore, the annular rupture is being captured on both the commander delivery system and the valve on a conservative level.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing. H3 other text : device not returned.